Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Additional, changed, and/or corrected data. Device evaluation: based on the device analysis grid, the assessments of the complaint are: rupture: observed opening on anterior side assessed as surgical damage. Capsular contracture: unable to observe as it is not related to the device. Additional observations: observed creases on the device. No further actions are required since no manufacturing issue is observed.

Event description:
Healthcare professional reported a left side capsular contracture, baker grade iii. Healthcare professional later also reported a left side rupture. Device has been explanted and replaced.

Manufacturer narrative:
The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture, baker grade iii.

Event description:
Healthcare professional reported a left side capsular contracture, baker grade iii. Device remains implanted.

Manufacturer narrative:
Clarification to d9: date 23aug2023, is when device photo was received. Photo analysis: visual analysis of the photographs identified, capsular contracture: unable to observe, since it is not related to the device. No additional observations are performed.

Event description:
Healthcare professional, later also reported, a left side rupture. Device has been explanted.